Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Sample was discarded by customer. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.

Event description:
Covidien received a report the cuff was leaking air after the patient was intubated. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.